Event description:
A 16mm amplatzer® septal occluder was utilized to occlude a ventricular septal defect (vsd); however, there was still shunting through the defect so an attempt was made to implant a 24mm aso. The patient started to rapidly deteriorate and there wasn't time to deploy the second aso. The patient later expired.

Manufacturer narrative:
The aso was received at aga medical in its original configuration and decontaminated. The aso, including the end screw, was measured, and confirmed to meet dimensional specifications. The aso was examined microscopically and no defects were observed. Using a test delivery system, the aso was retracted into the loader and upon deployment, the aso deployed without any deformities. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. The results of this investigation are inconclusive because medical records and images were not provided. The cause of death remains unknown.